Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they were having a searing pain and burning sensation around the implant in their body. The patient stated the skin was not warm/hot to the touch. The patient explained that the sensation comes in waves and he feels quite a lot of pain in his right flank. The patient had turned stimulation off but the sensation had not dissipated yet. The patient was going to wait and see if the heating and pain continued before taking action as this was a one time event that occurred earlier the day of the call. It was unknown if the issue was resolved at the time of the report and the patient was directed to follow-up with their doctor. The indication for use was non-malignant pain.